Event description:
This pi is for the amputation performed on (B)(6) 2025. Patient underwent resection surgery in 1989 proximal right tibia and reconstruction with hmrs modular prosthesis stryker for osteosarcoma. On (B)(6) 2008 surgery for revision of the tibial prosthetic component due to stem rupture. On that occasion, the patient replaced the hmrs tibial stem with gmrs stryker tibial stem (ref 6495-011, lot 7w4074a) and fitted new tibial prosthetic body by implanting hmrs 120mm tibial prosthetic corope, gmrs tibial prosthetic tense adapter, and gmrs 50mm tibial spacer (no replacement of femoral component which was intact). On (B)(6) 2016 surgery replacement of right knee prosthetic joint components due to wear and tear. On (B)(6) 2016 surgical cleanup for infection peri-prosthetic tibial, retaining tibial stem, and implantation of antibiotic cement spacer. On (B)(6) 2017 also explantation of femoral prosthetic component and further surgical cleaning with cement spacer renewal. On (B)(6) 2017 renewal cement spacer. On (B)(6) 2017 implantation of modular tibia prosthesis proximal dx in knee arthrodesis also using component custom gmrs extension piece (ref c-m106-2-000; lot tagw401). In (B)(6) 2025 onset of acute pain right leg in absence of obvious trauma. X-ray performed on (B)(6) 2025 thigh and right leg showing rupture of tibial prosthetic stem. For this reason, on (B)(6) 2025 underwent amputation surgery transfemoral dx with complete removal of the prosthetic implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
No new information.

Manufacturer narrative:
Correction to initial report via investigation results, the subject device is an unknown tibial stem. Catalog number and associated fields have been updated to unknown accordingly. An event involving an unknown stem regarding crack/fracture was reported. The event was confirmed via provided medical record. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: review of provided medical records confirmed the tibial stem fracture and amputation. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: tibial stem fracture was reported and amputation was performed. The event is confirmed. The exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.